Event description:
Meridian filter found to be fractured and fragment embolized to right pulmonary artery, another fragment broken in retroperitoneum, another fragment in ivc. The filter was removed however fragments could not. Note, this event may have been precipitated by manipulation and distortion of the filter on (B)(6) 2014 by another md. However, the fracture occurred after that. All of this was precipitated by tip embedding which prevented removal of filter in (B)(6) 2014.